Manufacturer narrative:
B3 date of event: the exact event date is unknown, rezum therapy was introduced in this hospital in (B)(6) 2022.

Event description:
It was reported via a debate held in the 111th annual meeting of the japan urological association (pacifico yokohama), that approximately 100 patients have been treated with water vapor therapy since the introduction of this therapy in the health care facility. There have been some complications; for example, hemostatic treatment for intraoperative bleeding, antibacterial treatment for postoperative febrile urinary tract infection, periodic residual urine measurement after trial without catheter in patients with long-term catheterization, and appropriate urinary drainage when urinary retention occurred. In addition, there were postoperative complications such as bladder tamponade due to repeated postoperative hematuria and catheter obstruction due to necrotic tissue.